Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that an unspecified bd intima ii catheter experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: in the morning, a broken heparin cap was found during intravenous infusion of the patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd intima ii catheter experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: in the morning, a broken heparin cap was found during intravenous infusion of the patient.